Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Per wi-000101075 rev. 24.0, product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Event description:
On 11-jul-2022, it was reported by a sales rep via email that a ar-13999mf, fastpass scorpion, sl-mf- jaw would not close correctly to hold the tissue. This also resulted in the scorpion needle not going through the trap door on the jaw. Therefore, it did not pass the suture. This was discovered during use and a case was involved. To complete the procedure, the second shoulder set was opened to use the scorpion and completed the case.